Manufacturer narrative:
The remote service engineer assisted the customer over the phone.

Event description:
It was reported to philips that the ECG cables do not conduct. There was no patient involvement. The philips remote service engineer assisted the customer and it was necessary to replace the ECG leadset. The customer was sent a replacement ECG leadset to resolve the issue.